Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient experienced high blood glucose level 265 mg/dl, therefore, patient did a bolus through the pump and insulin leaked while doing the bolus leaked from site set was due to set changed blood glucose stayed high entire day yesterday blood glucose was at 250 mg/dl before bedtime. The high blood glucose was corrected through the pump. Now, sensor glucose level was 177 mg/dl. Also, before connecting back to set, patient always complete rewind/load reservoir process and insulin exit as well. The infusion set was used for three days. No further information was available.

Manufacturer narrative:
E1: patient city -(B)(6).patient country -(B)(6).